Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that they were dispatched in emergency medical services on (B)(6) 2021 due to diabetic ketoacidosis and high blood glucose. Customer blood glucose was over 500 mg/dl. Customer was treated with insulin drip and insulin pump for high blood glucose. Customer had symptoms related to high blood glucose that was chest pain. Customer tests of ketones was positive. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. The insulin pump will not be returned for the analysis.